Event description:
Customer reported that a blood tubing set separated from the filter above the drip chamber. No pt harm or medical intervention required. The set was discarded and will not be returned. Although requested, no additional pt or event info was provided.

Manufacturer narrative:
(B)(4). An investigation will not be performed. Reporter indicated that the device was discarded and is not available for eval. The cause of reported separation is unk.